Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the lockout failure. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint. On (B)(6) 2016.

Event description:
It was reported that during an unknown procedure, according to the room staff the first clip fired stuck in the jaws. After clearing the jam, the applier would fire multiple clips at a time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.